Manufacturer narrative:
(B)(4). Upon sample receipt, the reported condition was determined to be a missing blue winged luer cap. The luer was not broken or defective. After further investigation there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported an intermate which was broken at the junction of the luer. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.